Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil was advanced in the microcatheter, the main coil broke on the proximal section when it was being pushed in and out in the microcatheter. The coil was stuck in the microcatheter hub and the broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that when the coil was advanced in the microcatheter, the main coil broke on the proximal section when it was being pushed in and out in the microcatheter. The coil was stuck in the microcatheter hub and the broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.